Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The customer was able to remove the vessel sealer extend (vse) and continue with the procedure. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal without lymphadenectomy surgical procedure, the site contacted the intuitive technical service engineer (tse) for phone assistance regarding the vessel sealer extend (vse) blade becoming jammed. The site requested for a review of the error logs. The site noted that there was an error message that was displayed on the touchscreen, and the jaw of the vse was unable to be opened. The surgeon was able to use the release lever to remove the vse. Tse confirmed the blade jammed failure in the logs. The customer also observed that the tip of the vse was burnt and dirty. Tse explained to the customer that a dirty chip may have caused the reported event. A second call was made to tse, inquiring on how to use the grip release slider. The site also asked what steps to follow if the instrument as stuck on the universal surgical manipulator. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the vessel sealer extend (vse) was inspected prior to be use and there was no damage or anything out of the ordinary. The thermal damage was observed on the tip of the vse when it was checked on the outside of the patient's body. Dirt was observed to be on the tip of the vse. The vse did not collide with an energy instrument during the procedure. Arcing was not observed during the procedure. The customer was able to resolve the reported event by using the grip release slider and removing the vse on the outside. The procedure was continued with no patient injury or harm.